Event description:
Surgeons report that one day following intraocular lens (iol) implant surgery, two patients developed severe iritis, macular edema, severe glaucoma, and haziness in vitreous in mid part of the eye. At 1 1/2 months following surgery, the patients were treated with medication and opacity developed after 10 days. Both patients have not fully recovered. There are two cases associated with this report: MDR #1119421-2007-00230, MDR #1119421-2007-00231.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested and provided.